Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the por message and loss of stimulation was that the patient had not charged the stimulator battery for a long period of time. The rep reported that the physician scheduled a consult with the patient on (B)(6) 2020 to discuss options. Additional information was received from a consumer on 2020-06-16. The consumer reported that the patient was supposed to have an appointment on (B)(6) 2020 because the ins wouldn't charge. The consumer wanted to cancel an appointment because the patient had a fall and had a brain bleed and was now in the ICU. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported there was a loss of therapeutic effect. The patient's stimulation had not been working for 3 weeks prior to (B)(6) 2020 and the patient was in a lot of pain. It was noted the controller worked until it tried to connect with the ins but it wouldn't connect. A por message was reported on the recharger about a week ago prior to (B)(6) 2020. When asked about emi exposure the caller stated the patient was in and out of the hospital for the past month, confirmed to be unrelated to the ins or the therapy. The caller was instructed to contact the healthcare provider for a reset. No further complications were reported or anticipated.